Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
The patient's ipg was returned for analysis and additional information was received that the patient's ipg met longevity. There is no allegation of deficiency against this device.

Manufacturer narrative:
The reported event of ipg end of life (eol) was confirmed. As received, the battery voltage was below the elective replacement indication (eri) voltage threshold and the ipg had declared end of service (eos). The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion and reaching its normal end of life (eol).